Event description:
The customer reported the power switch on the subject device was functional but the bulb was failing. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the power switch was found to be broken with the metal parts of the power circuit exposed. This report is being submitted for the malfunction found during evaluation (exposed power circuit). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, the power switch was found to be broken with the metal parts of the power circuit exposed. The protective cover for power switch was missing. The reported issue (failing bulb) was confirmed. The led light did not work. A review of the device history record found no deviations that could have caused or contributed to the reported event. The device shipped according to specification. Based on the results of the legal manufacturer's investigation, a definitive root cause of the damaged power switch could not be identified. The power switch itself was functioning, but the led light was not functioning, so we presume that the switch did not appear to function as a result. It was not possible to estimate the cause of the led light not functioning. Olympus will continue to monitor field performance for this device. In addition, one suction rubber foot was missing and other three suction feet had weak suction force, there was corrosion on the inside of the bottom chassis and top cover, the connector port was rusted, and the connector socket and air joint unit were worn. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.